Manufacturer narrative:
The received device had the cannula assembly fully deployed and the adhesive pad attached to the bottom housing. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A root cause for the reported dislodged cannula could not be determined. Inspection of the adhesive pad and adhesive pad welds found no damages or defects. A root cause for the failure of the adhesive pad to adhere could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 411 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly was not sticking well to the infusion site (abdomen), causing the cannula to dislodge. Ketones were checked and none were present. As treatment, the pod was removed.